Event description:
Complaint description: an olympus sales representative reported that a hospital nurse was burned on her hand when the distal end of a colonoscope became "super heated" prior to a procedure. The burn caused a welt to develop on the nurse's hand but there was no residual damage and no treatment was required.